Event description:
It was reported that in central processing, it was noted that the distal tip of the plastic piece of the permanent cautery hook instrument was cracking. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments monopolar yaw pulley, conductor cap and distal clevis exhibited thermal damage. The damage had the appearance of cracking. The instrument passed electrical continuity testing. Failure analysis investigation also found the instruments grip cables were derailed. One grip cable on one side of the distal clevis was derailed from the distal idler pulley. The yaw motion was non-intuitive as a result. The other cables at the wrist were not damaged. No other damage was found. Intuitive surgical inc. (Isi) has made several attempts to contact the site to obtain additional information concerning the event; however no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the initial reporter indicated that the plastic part of the instrument had cracked. Failure analysis investigation found thermal damage on the monopolar yaw pulley, conductor cap, and distal clevis. However, there is no evidence that a patient was harmed or injured because of the reported issue.